Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  was explanted and replaced due to premature battery depletion. The right ventricular (rv) lead exhibited high and unstable thresholds and low impedance. During the device change-out, the patient became unstable. The physician was able to explant and replace the device. The lead remains out of service in the patient and will be replaced during another procedure. No further patient complications have been reported as a result of this event.